Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to remove the cartridge from the pump, deliver a 9-unit bolus successfully, and reload the original cartridge to resume insulin therapy.